Event description:
It was reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to remove the o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. They also advised the removal of the pump case and inspected the cartridge. The cartridge was then reloaded successfully, allowing the caller to resume insulin therapy without further issues.